Event description:
The customer contacted baxter's service center regarding therapy assistance which occurred on the homechoice (hc) during use. The home patient (hp) noticed air was backing up in the heater bag. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. During troubleshooting, there was nothing found that caused or contributed to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. Visual inspection performed with the following issues noted: indentions in sheeting. Leak testing performed with the following issues noted: leak at hole in cassette sheeting. Clear-passage testing performed with no issues noted. Clamp function test performed with no issues noted. Sample ran on homechoice machine with the following issues noted: air in tubing and bags. Sample was confirmed for the reported problem. If additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).